Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specs for continuity and phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.

Event description:
It was reported that during an unk procedure, the device did not work. Another device was used to complete the procedure. There was no adverse consequence to the pt.